Manufacturer narrative:
The device is currently being evaluated in our post market quality assurance laboratory. This event will be updated when the evaluation is completed.

Event description:
Boston scientific crm received information that this patient had gone out to get the mail and was found dead. The caller stated that the patient's pulse was taken at the wrist, and no pulse was felt. The caller was inquiring as to why the pulse would be absent if the pacemaker was still functioning.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection was unremarkable for any device abnormalities. Telemetry operations were normal and the device paced and sensed appropriately with a magnet rate of 100ppm. Forced lead impedance measurements were performed at nominal parameters with 250, 500, 750 and 1000-ohms loads. Both unipolar and bipolar lead configurations exhibited normal values. Laboratory testing did not identlfy any device issues that would have caused or contributed to the death of this patient.